Event description:
The following tests were performed on the customer on the same device within 10 minutes: 241 mg/dl, 78 mg/dl, and 74 mg/dl. No adverse event reported. No medical treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.